Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The ipp was removed, and a tactra malleable penile prosthesis was implanted as a space saver and three months later, a surgical procedure was performed to remove the malleable device and implant a new ipp. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The ipp was removed, and a tactra malleable penile prosthesis was implanted as a space saver until a reimplant procedure can be performed. There were no device issues and no further patient complications reported.

Manufacturer narrative:
Updated a3a sex, a3b gender, and b7 other relevant history there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The ipp was removed, and a tactra malleable penile prosthesis was implanted as a space saver and three months later, a surgical procedure was performed to remove the malleable device and implant a new ipp. There were no device issues and no further patient complications reported.